Manufacturer narrative:
As of this report, the subject device has not been returned. Upon receipt of the device, an evaluation will commence and the report will be supplemented.

Event description:
During a laproscopy procedure, the uterine injector broke. The physician removed the pieces from the patient's uterus.